Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having suffered headaches, chest pressure, cough and upper airway irritation since and visualization of particles from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having suffered headaches, chest pressure, cough and upper airway irritation since and visualization of particles from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repairs performed. The unit will be scrapped. Box h report source (rfb) has been updated/corrected in this report.